Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: device opened distally but as we came to deploy proximally it did not open like we had expected, we attempted to gain access through lumen of device with a wire but could not, we used a snare to retrieve the device and placed a web device. Good patient outcome. Aneurysm treated and discharged following day.

Manufacturer narrative:
The investigation found the stent returned fully deployed with a bent proximal flare, which may have contributed to the alleged expansion issue at the proximal end. The microcatheter was returned flattened at 4cm from the distal tip, which may have caused or contributed to the bent proximal stent flare. However, the stent was able to advance through an undamaged in-house microcatheter and fully open upon deployment during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the stent damage, but the damage is consistent with the device experiencing forces exceeding the stent's yield strength.

Event description:
No new information received.